Event description:
It was reported that the bd microlance¿ 3 needle experienced separation between the needle and syringe resulting in leakage. The following information was provided by the initial reporter: week when he went to perform the application, the needle came out of the syringe and lost all the liquid. He reported that the needle did not lock very well into the syringe, "the needle is too thin and small". The needle came out of the syringe and got stuck in his male genital organ.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed for provided material number 304000 and lot number 210335. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained needle samples from the reported lot number were obtained for evaluation. The retained needle samples were assembled with a caverject syringe by following the instructions; the needle hub was positioned onto the syringe tip with a slightly rotational movement. None of the retained needles presented any sign of defect; the hubs fit perfectly onto the syringe tip. Based on the investigation results, we were unable to identify a manufacturing related cause for the reported issue.

Event description:
It was reported that the bd microlance¿ 3 needle experienced separation between the needle and syringe resulting in leakage. The following information was provided by the initial reporter: week when he went to perform the application, the needle came out of the syringe and lost all the liquid. He reported that the needle did not lock very well into the syringe, "the needle is too thin and small". The needle came out of the syringe and got stuck in his male genital organ.